Event description:
It was reported that a reservoir was stuck in the customer's insulin pump - the customer was unable to remove the reservoir. A replacement insulin pump was sent to the customer. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
No reservoir stuck in the insulin pump noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.